Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance and increased threshold measurements. This lead was also noted to have exhibited oversensing and is planned to be replaced at a future date. Currently, this lead remains in service. No adverse patient effects were reported.